Event description:
It was reported that the fox sv 6x40x90 balloon dilatation catheter was being used to treat a fistula that was moderately calcified. The fox balloon ruptured during inflation at rated burst pressure. There was no resistance reported during advancement of the balloon catheter to the lesion. After retraction of the balloon catheter from the anatomy with significant resistance felt, it was observed the pieces of the balloon (3 in total) remained in the vessel. The patient underwent surgery for removal of the separated pieces of balloon. The patient is reported to be well post procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The balloon rupture and separation were able to be confirmed. Based on a visual inspection and scanning electron microscopy imaging of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.